Event description:
Case was completed successfully. User was removing device with the tip fell off at the incision site. Suer was able to extract piece with no harm to patient or delay. Procedure was otherwise complete.